Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevate and low blood glucose (bg) levels. Specific bg values and causes were not provided. Multiple attempts were made to follow up on the reported issue; however, a response was not received.